Event description:
Consumer reported on a voice message - finding a number of pen needles not working. About 20 - 25 % from this box. Would like replacements. Lot # unknown at this time. Catalog# unknown at this time. Date of event unknown. Sample status discard dc. First call back attempt to this consumer. Left message on their voice message system to call our toll-free number with hours of operation. Dc

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.